Event description:
Attorney reported: a patient alleged to have an inguinal hernia repair with unknown mesh. The patient subsequently underwent 4 additional unspecified surgeries and developed an open anal fistula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow-up report when/if product is returned for evaluation or additional info becomes available.